Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera ultrasound gastrovideoscope had a leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was a pinhole in the bending section cover, causing water tightness to be lost. The device evaluation found that the acoustic lens was peeled. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section rubber was detached, switch 1 had a scratch, the switch box had a scratch, the objective lens had a scratch, and the displayed image was defective due to peeling of the acoustic lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the peeling of the objective lens was caused by physical stress due to dropping or bashing the affected part on the hard surface / object, or chemical stress was added during the cleaning / disinfection; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: instruction manual of evis lucera ultrasound gastrovideoscope olympus gf type uct260. Do not bend the insertion section of the endoscope with strong force. The insertion tube may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Olympus will continue to monitor field performance for this device.